Event description:
A system operator reports the laser stopped firing 24% into a procedure. She was able to abort the procedure, re-enter and was able to proceed. The surgeon stated the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA april 10, 2008 in which agency informed alcon that (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision 4000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the technical manager (tm) was dispatched to the site to evaluate the device and was able to confirm the laser not firing through the surgery database. The laser would not configure upon arrival and the tm replaced the chassis. He completed a system verification prior to departure. The returned part was tested by manufacturing, and the chassis was found to be faulty. Conclusion: based on the results of the investigation, the root cause is related to a faulty laser chassis.